Manufacturer narrative:
As reported, button #1 on the 6/7f mynx control vascular closure device (vcd) could not be depressed during deployment. There were no reported patient injuries. The physician tried to reintroduce the sheath and the femoral artery was dissected. A covered stent was placed, and the patient was admitted to the ICU and observed. Patient was discharged without any further issue. The device was stored in a box in the cath lab for two weeks. The product was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. This was an interventional peripheral procedure. The patient was kept overnight in the hospital for observation. The sheath used was a cordis sheath. There was no damage to the sheath. The physician attempted to reintroduce the sheath over the mynx control, and the dissection occurred. The sheath and the mynx were put back in together. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed, the syringe was connected to the device with stopcock open, the sealant outer sleeve was dissected/damaged, and the sealant was observed to have remained in the manufactured position, exposed to blood as received. The procedural sheath was not returned with the device. Functional testing was performed on the received device per the mynx control instructions for use (IFU). Resistance was felt when the button 1 was depressed. Unusual forces were applied on the button 1 of the returned device, and the button 1 was able to be depressed and locked in place during the investigation. Visual inspection at high magnification and examination of the button 1 inside tabs that engage with the pull rack showed significant damage, likely occurred during a high amount of force applied to the button when the tension indicator is not aligned. The internal device mechanisms only allows button #1 to be depressed in the proper tension zone. Attempting to depress button #1 with a high amount of force when the tension indicator is not aligned could damage the inside and/or outside tabs on the button. Once damaged, the damaged tabs with displaced material could lead to binding during button 1 depression even if the user eases tension on the balloon to align the tension indicator properly and re-attempts to depress button 1. A product history record (phr) review of lot f1906002 revealed no anomalies or non-conformities during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control button 1 ¿ frozen/locked¿ was confirmed through analysis of the returned device. However, the exact cause of the issue experienced by the customer could not be determined. Based on the information available for review and the product analysis, the reported failure experienced by the customer could have been caused by excessive force applied to button #1 before the tension indicator was properly aligned as evidenced by the button #1 inside tabs showing signs of damage. It should be noted that when proper tension is applied on the balloon catheter, the inner tabs on button #1 engage with the slots on the pull rack component, which moves proximally and retracts the outer sleeve covering the sealant when button #1 is depressed. The damage to the button #1 tabs indicate the user may have attempted to depress the button when the tension indicator was not properly aligned. Attempting to depress button #1 with a high amount of force when the tension indicator is not aligned could damage the inside and/or outside tabs on the button. Once damaged, the tabs with displaced material could lead to issues during button 1 depression even if the user eases tension on the balloon to align the tension indicator properly and re-attempts to depress button 1. According to the mynx control IFU, which is not intended as a mitigation, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ vessel damage, such as a dissection, is a known potential adverse event associated with any procedure in which multiple devices are introduced into the patient. In this particular case, the physician reported that the dissection occurred when attempting to reintroduce the sheath over the mynx control. However, as the mynx control is not intended to assist in re-entry of the sheath into the vessel, the occurrence of the dissection with this maneuver is foreseeable since the sheath would likely cause trauma to the vessel. Therefore, procedural/handling factors most likely contributed to the issue reported. However, without procedural images, this issue could not be confirmed. As warned in the IFU, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review nor the product analysis suggests that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1906002 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, button number 1 on the mynx control vascular closure device (vcd) 6f 7f could not be depressed during deployment. There were no reported patient injuries. The physician tried to reintroduce the sheath and the femoral artery was dissected. A covered stent was placed, and the patient was admitted to the ICU and observed. Patient was discharged without any further issue. The device was stored in a box in the cath lab for two weeks. The product was stored, handled and prepped per the instructions for use (IFU). There was no reported difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. This was an interventional peripheral procedure. The patient was kept overnight in the hospital for observation. The sheath used was a cordis sheath. There was no damage to the sheath. The physician attempted to reintroduce the sheath over the mynx control, and the dissection occurred. The sheath and the mynx were put back in together.